Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the image did not appear due to damage on cable unit, additional findings were as follows: due to deformation of button, the switches could not be pressed down smoothly, and the cable unit was depressed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the 4k autoclavable camera head was not detected. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the image does not appear. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.